Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) canada alleging her onetouch ultra2 meter was displaying a battery indicator. The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient reported that the alleged issue started 2 days prior to contacting lfs. The patient informed the csr that she manages her diabetes with oral medication. It is not known if the patient made any changes to her usual diabetes management regimen as a result of the alleged issue. On an unspecified date/time, after the issue began, the patient claimed she developed symptoms of "dryness and high sugar symptoms." The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the patient had not replaced the subject meter's batteries as recommended in the owner's booklet. The patient did not have new batteries at the time of the call to place in subject meter. Replacement products were sent to the patient. Although there is no indication that the subject meter malfunctioned, this complaint is being reported because the patient reportedly developed "high sugar" symptoms after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.

Manufacturer narrative:
Follow-up # 1 (01/19/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.